Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) as undergoing a hemodialysis treatment which included a revaclear 300 dialyzer. Immediately, upon starting treatment the machine alarmed blood leak detected. The nurse observed blood coming from a crack near the red connector. There was no leaking during priming of the set and the nurse reported the connection to the blood line and connector were secure and properly connected. Treatment was temporarily stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an undisclosed amount of blood loss. The patient completed the scheduled treatment with another blood line and dialyzer.